Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 83716 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issue. The sheath passed the performance test as per specifications. In conclusion, the reported issue was not confirmed through testing. A clinical issue was encountered during the procedure. There was no indication of a product malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was placed in the left inferior pulmonary vein (lipv) a ¿large, mobile clot¿ was seen at the end of the flex catheter. When prepping to remove the balloon catheter and mapping catheter to attempt aspiration the blood clot vanished and was no longer able to be seen. Angiographies were performed to try and locate the clot but it could not be found. The case was aborted while under general anesthesia. No further patient complications have been reported as a result of this event.